Manufacturer narrative:
The onestep complete electrodes were returned to zoll medical corporation. The customer's report was duplicated and attributed to a disconnected shorting wire. The pads were scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator displayed a "poor pad contact" message using these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.